Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump had missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due lcd damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 150mg/dl at the time of the incident. Customer stated that the insulin pump fell off the belt clip and the screen was cracked. The customer stated that the screen was pushed in and they cannot see it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.